Manufacturer narrative:
Initial.

Event description:
It was reported that a user announced meals to deliver additional insulin to correct elevated blood glucose (exact reading not provided), and they were counseled not to do so and to allow the device correction algorithm to address hyperglycemia. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no device alarms. Investigation of this case revealed user technique error, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.